Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as intense itching with red and swollen third degree burns. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cortisol 10 cream for the skin irritation. Follow up indicated that the skin irritation improved.